Event description:
It was reported that during preparation for a rotablator procedure, a hole on the distal sheath of the catheter was found. The target lesion is located on the left main artery. A 1.75mm rotalink burr was selected to treat the target lesion. During preparation, the physician tested the device outside the patient. When flushing was done, it was noted that a hole in the distal sheath of the catheter was found. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The catheter sheath was torn/split approximately 90cm from the strain relief. An initial examination of the complaint rotablator catheter unit was carried out. On visual inspection it was noted that blue fibers were attached to the distal coil approximately 90cm from the strain relief, where the catheter sheath was torn. The burr was microscopically examined. There were no scratches that exposed any brass on the plated back half of the burr. The burr was within specification. No issues were noted with the annulus of the burr. The handshake connection of the catheter sheath was under the catheter body and could not be retrieved. The catheter housing was dismantled and it was noted that the handshake connection was jammed in the catheter sheath and the handshake connection was bent. The catheter sheath was cut open to retrieve the handshake connection. The handshake connection could not be attached to a test advancer unit due to the bend in the handshake connection of the catheter unit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "the burr at the distal tip of the rotalink catheter is capable of rotating at very high speed. Do not allow parts of the body or clothing to come in contact with the burr. Contact may result in physical injury or entanglement¿. (B)(4).

Event description:
It was reported that during preparation for a rotablator procedure, a hole on the distal sheath of the catheter was found. The target lesion is located on the left main artery. A 1.75mm rotalink¿ burr was selected to treat the target lesion. During preparation, the physician tested the device outside the patient. When flushing was done, it was noted that a hole in the distal sheath of the catheter was found. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is fine.